Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had high impedances due to migration of drg leads. Patient reportedly had a minor fall and was experiencing ineffective therapy. As a result, surgical intervention took place on (B)(6) 2024, wherein the leads were explanted and replaced to address the issue. Additionally, ipg was also replaced during the procedure since the physician was unsure if the impedances were due to the issue with leads or the ipg.

Manufacturer narrative:
Date of event is estimated.